Event description:
A talent stent graft was implanted in a patient for the emergent endovascular treatment of a ruptured penetrating thoracic ulcer. The talent thoracic device was successfully implanted. It was reported later that day the patient had a massive myocardial infarction post operative and expired. The physician stated that this event was not related to the device. No further information has been provided.

Manufacturer narrative:
(B)(4). Eval, results/conclusions: (death), (stent graft was implanted for the treatment of a pre-operative ruptured penetrating ulcer).